Event description:
It was reported that the insulin pump is receiving failed battery test; a battery cap was sent out and it is still not working. It was stated that the customer would be disconnected from the insulin pump. It was advised that the customer revert to a back up plan. No troubleshoot performed as the device was not available at the time. Nothing further reported.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected failed battery test alarm or battery error alarm was noted. The insulin pump passed the rewind, displacement, prime and excessive no delivery alarm tests. No excessive no delivery alarm was noted. The insulin pump was received with minor scratches on the display window, cracked display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.